Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced having electrical shocks with the ins. The shocks occurred when the patient was moving and when the ins was manipulated. The impedances were within range. Reprogramming did not change anything. It was unknown if there were any external contributing factors. It was unknown if any diagnostics/troubleshooting was performed. The action taken to resolve the event was reprogramming. The issue was not resolved at the time of this event. No surgical intervention occurred nor was planned. The patient was alive with no injury.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an explantation of the stimulator and the electrode on (B)(6) 2020.

Manufacturer narrative:
H3: product analysis#: 703334517:analysis information: 2020-06-19, 07:31:03 cst, pli#: 20 product ID#: 97715, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the {x} setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Continuation of d11: product ID: 977a290, lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: lead; product ID: 977a290; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: lead; product ID: 97792; product type: accessory; product ID: 97792; product type: accessory; product ID: 3550-29; product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the #0 setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Product analysis #703334517:analysis information (B)(6) 2020 07:31:03 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the {x} setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Concomitant medical products: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6)2020 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 97792 product type accessory product ID 97792 product type accessory product ID 3550-29 type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.